Event description:
It was reported that the t:slim x2 pump battery would not charge after it fell into water. There was no reported adverse impact. Initially, the caller was instructed to plug the wall adapter into a working outlet for 30 minutes, but the pump did not begin charging. Attempts to use a different wall adapter and charging cable also failed to resolve the issue. Customer continued to use the pump for insulin delivery.